Event description:
The facility reports, after bathing the resident, the cna was pulling the lift when the castors locked up, causing the lift to land on its side. The cna was able to use a body block to prevent any harm or injury to the patient. In a follow-up statement from the facility, it was noted that the lift did not fall over, but the caster did fall off.

Manufacturer narrative:
An arjo investigator examined the device and found a significant amount of rust and paint chipping. Both legs had lots of rust, and the main shaft had light rust visible. The stretcher assembly was bent; the straps showed slight wear and needed to be replaced. All functions of the unit operated to specification except for the casters. When the unit is rolled, the casters would sometimes jam, causing the unit to stop. The incident was caused by the casters locking up due to corrosion, which occurred due to lack of maintenance and service. The attendant must have used force to overcome the stopping, thereby causing the product to tilt and the caster to detach. The manufacturer concludes the combination of lack of service and lack of attention by the attendant both contributed to the event. The manufacturer recommends retraining of personnel regarding proper operation of the product and the need for regular service and maintenance. It is also recommended the unit be repaired/serviced, especially regarding the caster function.